Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. The patient reported that ¿my stimulation had been off because my paddle lead was out of place and laying on a nerve root and it was causing a lot of pain, they found it on scans and x-rays in 2011.¿ the patient reported that this pain started ¿3-6 months ago¿ and said it was last year but then recanted this statement reported that this pain started in 2011 and ¿they were giving me pain medications to suffice because the stimulator was put in for sciatic nerve damage but it wasn¿t working.¿ the patient reported that her legs began to hurt in 2015 ¿because my stimulation wasn¿t working so they gave me gabapentin for that sciatic nerve damage that it was put in for.¿ the patient reported that she had a fall in 2016 and also fell in (B)(6) 2017 and sprained her ankle. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.